Manufacturer narrative:
Exact age at time of event is not available. Patient age is between 51-60.

Event description:
It was reported that after the initial endoscopic procedure, before being discharged, the patient experienced inflammation, pain, and urinary retention. The device was assessed to not have relationship with the adverse events of pain and urinary retention, and a possible relation win inflammation. It was noted that this type of procedure could lead to inflammation and pain. No additional treatment or intervention was required. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Exact age at time of event is not available. Patient age is between 51-60.

Event description:
It was reported that after the initial endoscopic procedure, before being discharged, the patient experienced inflammation, pain, and urinary retention. The device was assessed to no have relationship with the adverse events of pain and urinary retention, and a possible relation win inflammation. It was noted that this type of procedure could lead to inflammation and pain. No additional treatment or intervention was required.